Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The 6mm single-port (sp) fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator. Broken piece, measuring approximately 3.30mm x 8.67mm was not returned with the instrument. Additionally, the instrument was found to have a missing grip tip. The missing grip tip, measuring approximately 4.69mm x 15.26mm, was not returned with the instrument. The instrument was found to have a broken conductor wire at the distal end. The break on the conductor wire is located at the molded insulator. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire showed damage. The probable root cause of the broken molded insulator and missing grip tip is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that during central processing, the 6mm single-port (sp) fenestrated bipolar forceps instrument had a broken tip. There was no report of patient involvement.